Event description:
It was reported that an arteriotomy closure of a moderately common femoral artery was attempted using a proglide with a 8fr sheath, after an interventional procedure. Reportedly, the sutures were deployed, however, hemostasis was not achieved. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age is an estimated age, the patient was reported to be (B)(6). Patient weight is an estimated weight, the patient was reported to be (B)(6). The other perclose proglide device is being filed under a separate medwatch MFR number. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.